Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device displayed "error 109" and "error 72". The complainant indicated that there was no patient involvement in the reported malfunction.